Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42, related to the g6sensor. There was no adverse impact to the customer's blood glucose level. Customer technical support provided detailed instructions for a pump reset and guided the caller through the process. After completing the pump reset, the pump no longer displayed the cgm error. Consequently, the caller was able to successfully begin their sensor session.